Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/06/2019.

Event description:
It was reported that the ventilator had a blower temperature too high error code. There was no patient involvement.

Manufacturer narrative:
Manufacture date: 14nov2019. Report date: 15nov2019. The service engineer (se) inspected the device. The se found that the blowers temperature was too high. The se replaced the blower assembly and motor controller board and cooling fan. The unit passed testing. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.